Manufacturer narrative:
The review of the manufacturing records verified that this lot met all pre-release specifications. (B)(4).

Event description:
The patient was treated for an arteriovenous access procedure within the brachial artery where a gore® viabahn® endoprosthesis was used. It was reported to gore that when the endoprosthesis was deployed it was not possible to remove the deployment line from the endoprosthesis. The deployment line was cut and a post dilatation with a balloon was performed. It was stated that no deployment line fragments remained in the patients artery, that the procedure went well and that the implanted gore® viabahn® endoprosthesis demonstrated a good blood flow.